Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 0.4ml of juvéderm voluma® xc in ¿both on the periosteum.¿ the patient experienced ¿a vascular occlusion in the left temple.¿ five days after the treatment ¿a bruise appeared¿ on day six, the bruising was significantly worse, and the reporting hcp brought the patient into the office for examination. ¿hcp reports greater than 10 second capillary refill in the area compared to less than 3 seconds on the unaffected side. Reporting hcp injected 5 vials of hylenex® and the patient's capillary refill was reduced to approximately 5 seconds. On day seven, the patient's purpura was slightly improved, but pain remained unchanged and capillary refill was approximately 8 seconds. Hcp injected two more vials of hylenex® and started the patient on aspirin and will continue monitor and potentially treating with more hylenex®. Symptoms are ongoing.

Manufacturer narrative:
Additional, corrected, and/or changed data: d1, d4, g4.

Event description:
Healthcare professional (hcp) reported injecting a patient with 0.4ml of juvéderm voluma® xc in ¿both on the periosteum.¿ the patient experienced ¿a vascular occlusion in the left temple.¿ five days after the treatment ¿a bruise appeared¿ on day six, the bruising was significantly worse, and the reporting hcp brought the patient into the office for examination. ¿hcp reports greater than 10 second capillary refill in the area compared to less than 3 seconds on the unaffected side. Reporting hcp injected 5 vials of hylenex® and the patient's capillary refill was reduced to approximately 5 seconds. On day seven, the patient's purpura was slightly improved, but pain remained unchanged and capillary refill was approximately 8 seconds. Hcp injected two more vials of hylenex® and started the patient on aspirin and will continue monitor and potentially treating with more hylenex®. Symptoms are ongoing.